Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer observed that the anesthesia machine had no failures upon arrival. Hardware test application cycled all drawers, which operated successfully and indicated proper statuses. The cycling escort did not have permission to cycle drawers in the application. Surgery staff mentioned that recovery was possible, and it seems as if a drawer just got hung up on medication. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer jammed. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.